Event description:
A surgeon reports that, following insertion, a problem was noted on the haptic of the intraocular lens (iol). Enlargement of the incision was required to accomodate removal and replacement of the iol. Add'l info has been requested.